Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate and the out of insulin cartridge alarm (alarm 8) occurred when there was over 60 units left in the cartridge. Customer changed the cartridge and reportedly, the fill estimate was accurate and insulin delivery was resumed. There was no reported impact to customer's blood glucose.